Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(4) is for compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of 457 mg/dl on compact plus system 1, 212 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.